Event description:
It was reported that this pacemaker device exhibited farfield oversensing. The patient was in atrial fibrillation (af) and these af signals were not correctly detected; therefore, reprogramming was performed. However, there were af signals which were undersensed. The physician stated that the patient had ad was not permanent and it was due to the af medication. This patient had intrinsic conduction. There was no noise noted with provocative maneuvers. Technical services (ts) recommended to perform x-ray imaging to ensure that there was no right atrial (ra) lead integrity issue. This device remains in service. No adverse patient effects were reported.